Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13b04045, h13b22021, h13c27044, h13d08067, and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced an infection that was later diagnosed to be peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics. At the time of this report, the outcome of this event was not reported. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A follow up information was obtained related to the event. Upon further investigation, it was discovered that the cause of the peritonitis was due to a breach in aseptic technique, further described as the patient did not wash their hands thoroughly. The patient was treated with cefazolin (2 grams ip). The patient was not retrained on aseptic technique and later discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time. Due to the provided follow up information, it was determined that a breach in aseptic technique caused the event of peritonitis. As a result, the minicap transfer set is no longer a suspect product in this event. All further investigations pertaining to this event will be documented in 1416980-2013-20965.